Manufacturer narrative:
Cook inc. Has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of 25nov2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on 04dec2023. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that a 'bakri tamponade balloon catheter' leaked. The balloon was used for treatment of a postpartum hemorrhage [pph] secondary to uterine atony and estimated blood loss (ebl) of 480 ml. The mother was initially treated with dycytol, carbetol, and cympei. The balloon was placed trans-vaginally 5 minutes post-delivery and filled with 200 ml of saline. Within a minute approximately, liquid leaking into the vagina was noted. An ultrasound confirmed that the balloon was not filled and was "broken". The balloon was removed and a new balloon was used to complete the procedure and successfully control bleeding. Total ebl was considered to be 630 ml, with 150 ml occurring after device leakage. It should be noted that the user denies utilizing any metal tools in proximity of the balloon that may have caused damage. The patient was considered hemodynamically stable after device placement and required no transfusion of any blood products. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Functional tests and visual inspection of the returned complaint device(s) were also conducted. One used 'bakri tamponade balloon catheter' was returned for investigation. A leak test was performed, and a small leak was observed in the balloon material near the seam. Cook has concluded that the device was manufactured to specification. The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. E1: customer phone = (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a bakri tamponade balloon catheter leaked. The balloon was used for treatment of a postpartum hemorrhage [pph] secondary to uterine atony and estimated blood loss (ebl) of 480 ml. The mother was initially treated with dycytol, carbetol, and cympei. The balloon was placed trans-vaginally 5 minutes post-delivery and filled with 200 ml of saline. Within a minute approximately, liquid leaking into the vagina was noted. An ultrasound confirmed that the balloon was not filled and was "broken". The balloon was removed and a new balloon was used to complete the procedure and successfully control bleeding. Total ebl was considered to be 630 ml, with 150 ml occurring after device leakage. It should be noted that the user denies utilizing any metal tools in proximity of the balloon that may have caused damage. The patient was considered hemodynamically stable after device placement and required no transfusion of any blood products. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.